Manufacturer narrative:
Model is angio-seal sts plus, as opposed to angio-seal vip, previously written.

Event description:
On (B)(6) 2016, a 6f angio-seal sts plus was used following lad intervention. It was noted that the angio-seal sts plus was successfully deployed and hemostasis was achieved. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016, the patient presented to the emergency room with severe edema and erythema of the right groin. A hematoma was present at the angio-seal deployment site. The patient was admitted to the hospital. CT angiogram and ultrasound confirmed pseudoaneurysm was present. Manual pressure was held for 35 minutes. Medical staff determined hemostasis had been achieved visually as the hematoma had cleared. A second ultrasound was performed, and again showed a large pseudoaneurysm which was actively filling. A right femoral angiogram was performed in the cath lab via contralateral approach. The angiogram revealed a small perforation in the right femoral artery near the angio-seal deployment site. Manual compression was held for another ten to fifteen minutes, but was not successful in resolving the pseudoaneurysm. A covered stent was placed in the right femoral artery over the perforation. A final angiogram post-intervention was performed and confirmed the perforation had been covered. Manual compression was applied to the left femoral artery access site, and hemostasis was achieved. The patient was kept overnight and treated for high blood pressure with hydralazine. On (B)(6) 2016, the patient complained of right groin pain. At that time, the patient's hemoglobin count was low. Another ultrasound was performed and revealed light active bleeding. The patient returned to the cath lab for another angiogram of the right femoral artery via contralateral approach. The angiogram was normal. Post-angiogram, manual pressure was applied and hemostasis was achieved. The patient was discharged. The patient was scheduled for lower extremity CT (B)(6) 2016 but no information regarding the outcome of this CT has been made available to date.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 6f angio-seal vip was used following lad intervention. It was noted that the angio-seal vip was successfully deployed and hemostasis was achieved. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016, the patient presented to the emergency room with severe edema and erythema of the right groin. A hematoma was present at the angio-seal deployment site. The patient was admitted to the hospital. CT angiogram and ultrasound confirmed pseudoaneurysm was present. Manual pressure was held for 35 minutes. Medical staff determined hemostasis had been achieved visually as the hematoma had cleared. A second ultrasound was performed, and again showed a large pseudoaneurysm which was actively filling. A right femoral angiogram was performed in the cath lab via contralateral approach. The angiogram revealed a small perforation in the right femoral artery near the angio-seal deployment site. Manual compression was held for another ten to fifteen minutes, but was not successful in resolving the pseudoaneurysm. A covered stent was placed in the right femoral artery over the perforation. A final angiogram post-intervention was performed and confirmed the perforation had been covered. Manual compression was applied to the left femoral artery access site, and hemostasis was achieved. The patient was kept overnight and treated for high blood pressure with hydralazine. On (B)(6) 2016, the patient complained of right groin pain. At that time, the patient's hemoglobin count was low. Another ultrasound was performed and revealed light active bleeding. The patient returned to the cath lab for another angiogram of the right femoral artery via contralateral approach. The angiogram was normal. Post-angiogram, manual pressure was applied and hemostasis was achieved. The patient was discharged. The patient was scheduled for lower extremity CT (B)(6) 2016 but no information regarding the outcome of this CT has been made available to date.

Manufacturer narrative:
(B)(4). Product investigation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
On (B)(6) 2016, a 6f angio-seal vip was used following lad intervention. It was noted that the angio-seal vip was successfully deployed and hemostasis was achieved. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016, the patient returned to the emergency room with complaints of right groin pain. An ultrasound of the lower extremity was performed and showed a tract with active internal bleeding. Manual pressure was held for 35 minutes. Medical staff determined hemostasis had been achieved visually as no external bleeding was present. A second ultrasound was performed, and again showed internal bleeding. A right femoral angiogram was performed in the cath lab via contralateral approach. The angiogram revealed a small perforation in the right femoral artery near the angio-seal deployment site. A covered stent was placed in the right femoral artery over the perforation. A final angiogram post-intervention was performed and confirmed the perforation had been covered. Manual compression was applied to the left femoral artery access site, and hemostasis was achieved. On (B)(6) 2016, the patient complained of right groin pain. At that time, the patient's hemoglobin count was low. Another ultrasound was performed and revealed light active bleeding. The patient returned to the cath lab for another angiogram of the right femoral artery via contralateral approach. The angiogram was normal. Post-angiogram, manual pressure was applied and hemostasis was achieved. The patient was discharged. The patient was scheduled for lower extremity CT (B)(6) 2016 but no information regarding the outcome of this CT has been made available to date.